Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed there was a crack in the rear housing near the metal jack plate. Functional testing involved powering up the pump as well as opening the pump. At power-up the pump displayed last error code 1821 and when pump went into the self-test it alarmed with error code 1260. Inspection of the lens showed that it had very light scratches and scuffs. Opening up the pump showed that there was severe corrosion on the main board and other components caused by fluid ingression and the ground foil was starting to lift and curl. It appeared the unit may have been submerged in water. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1821 at power up and then alarmed error code 1260. Issue with the lens was also reported. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.